Event description:
Maintenance activities revealed a trend of failure, with increasing frequency that is taking place with this bed. The steering wheel which is attached to the frame has been failing; this is due to stress at the weld that attaches the wheel to the frame. The stress fracture in the weld causes the wheel to fail and sheer off of the frame. This poses a safety risk, as tipping could result in a fall, or cause a patient to become wedged between the side rail and bed if the failure were to occur while occupied. There have been a total of 6 failures, all requiring the main frame of the bed to be replaced or the bed be removed from service indefinitely. This year we have had three (3) failures with two (2) taking place within the last month.